Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On (B)(6) 2019 it was initially reported that on that day an ar-8916-27 driver was being used during a procedure and the distal tip stripped. The driver was from set ar-8950s (serial number (B)(4)). Additional information provided 2/5/2019: the procedure being performed was a tri-malleolar on the posterior ankle. The distal tip of the driver stripped and broke-off in the hex end of the screw. The tip broke-off and the tip fragment is flush with the face of the screw in the screw head. The screw with fragment was left in the patient. A back-up t8 driver was used to complete the procedure.

Manufacturer narrative:
Complaint confirmed. The drive feature was found to be twisted and the extremity to have broken off from the device. The device was found to meet dimensional and material specification. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.